Manufacturer narrative:
(B)(4). Date sent: 9/1/2023.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. D4: batch # x9644m. Additional information was requested and the following was obtained: the device could not be removed from the trocar, so the device was removed with the trocar. The trocar will be returning with the device. There was no change in technique (e.g., additional port holes, additional incisions, etc.) When removing the device. The patient is stable. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 9 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic procedure, the jaws could not be closed and could not be removed from trocar. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient.